Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that for approx 6 weeks the infusion set adhesive had become wet with insulin and at times bloody after the second day of use. The pt experienced elevated blood glucose of up to 300 mg/dl as a result. The pt's normal blood glucose range is 100-150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.